Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, a type ii endoleak from the median sacral artery (msa) was found and thus, follow-up of the patient was done after the procedure. In 2020 (unknown date), aneurysm enlargement due to type ii endoleak from msa was noted on a follow-up observation. On (B)(6) 2021, an additional procedure was performed due to the aneurysm sac¿s shape changing into pseudoaneurysm-like, and it reached the bile duct and the abdominal wall. Open abdominal aneurysm repair was performed. The patient tolerated the procedure. The physician reportedly commented: the open repair was done as the aneurysm became an abnormal shape and enlarged due to type ii endoleak. The patient¿s vascular tissues might have become more fragile since the initial procedure.